Manufacturer narrative:
Should be related manufacturer reference#: 3006705815-2019-02320. Rather than reportable report reference#: 3006705815-2019-02320.

Event description:
Related manufacturer reference#: 3006705815-2019-02320.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reportable report reference#: 3006705815-2019-02320. It was reported the patient was not receiving effective stimulation coverage. Reprogramming was unable to resolve the issue. As such, the patient underwent surgical intervention on (B)(6) 2019, where the leads were explanted and replaced with a single lead. Reportedly, effective therapy resumed following the procedure.